Manufacturer narrative:
Additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 console generated a check iab catheter alarm. All indications that the customer described led to a probable kink in the iab. A rolled towel was placed under the patient to assist in kink recovery. This seemed to help and the customer was grateful for the guidance. However, just over an hour later the customer called back stating the console had an iab optical sensor failure alarm. The getinge representative reviewed the probability of the kink breaking the fiber optic strand. The customer was directed to use an alternate transduced source for an arterial pressure. They used the patient¿s radial arterial line. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period feb-2020 through jan-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).